Event description:
It was reported that a revision surgery was performed to address one prominent c7 screw about 1 year post-op acdf. Upon removal of prominent c7 screw, the physician noted that the plate locking mechanism was still in the "locked" position and not turned out of position. It was also found that the screw removed looked "slightly deformed" and was replaced with a rescue screw. According to the report, the physician turned the locking device over the screw and noticed that the locking mechanism appeared "bent and flared up" over where it should be covering the screw. It was suspected this was a result of the previous screw "pushing against the locking mechanism". Rather than remove and replace the entire construct, the physician chose to remove the rescue screw and leave the construct without a screw at that level. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.